Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Atp during charge was inefficient so a shock was delivered. The af was stopped but the shock degenerated the ventricular rhythm into real vt/vf. The patient syncopated due to arrhythmia and suffered damage to his face. The second shock was not delivered because the arrhythmia spontaneously aborted.